Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had problems with infusion set for months and began to have high blood glucose of 600 mg/dl, which was treated with bolus wizard. Customer reported that high blood glucose began on (B)(6) 2015. Customer did not go to the hospital but did contact healthcare professional. Customer had symptoms of nausea and difficulty breathing. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles. Customer reported that there were no insulin issues, but there was blood at site. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer called back to perform high pressure test and insulin pump passed high pressure test.